Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 46 mg/dl at the time of the incident. The customer was at 201 mg/dl at the time of the call. The customer used juice, bread, and food to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident but the customer feels that the pump over delivered. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected low battery alarm noted. Device was received with scratched case and minor scratched lcd window.